Manufacturer narrative:
The device was returned for evaluation on 5/7/2019. Device evaluation method, results, and conclusion codes updated. The device was returned for evaluation on 5/7/2019. The analysis verified a leak at y connector inlet port indicating a solvent bond failure. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger¿ fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented december 2017 to further reduce incidence of solvent bond leaks. Product lot hx8057 was produced prior to corrective action implementation. There has been a downward trending complaint rate since corrective action was implemented. 3m will continue to monitor complaints to confirm the effectiveness of the change made. End of report

Manufacturer narrative:
The sample has not been received at 3m st. Paul, mn (u.s.) For evaluation. Without the sample, the exact location of the leak is unable to be determined. It it is not possible to establish definitive root cause of alleged defect. Based on the information provided, leak appears to be due to a solvent bond failure. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger¿ fluid warming disposable products in 2013. Subsequent to this change, 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented in (B)(6) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The lot # provided indicates that this product was produced prior to corrective action implementation. There has been a downward trending complaint rate since corrective action was implemented a follow up report will be submitted upon completion of device evaluation. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow fluid warming set (model 24355) had a liquid leakage at the y-connection. Further details regarding device usage were not provided. No injury was alleged.